Event description:
The pump logs showed 8 motor stalls since october. Two of the stalls were related to MRI exposure; a spinal MRI was done on (B)(6) 2014 and a neck MRI was done on (B)(6) 2014. One of the motor stalls was on (B)(6) 2015 at 17:57 and the recovery was at 20:40. All the other stalls recovered within 1 hour. The patient always heard the audible alarm and had never become symptomatic as a result of the stalls. The patient had a mechanical bed, a wheelchair, and used an (B)(6) with a magnetic case. All of the stalls seemed to happen when the patient was in bed. The most recent stall was (B)(6) 2015 at 08:08 and it recovered at 08:20; the patient was in bed. The patient had had the bed since (B)(6) of 2011. The device system was delivering gablofen. As of (B)(6) 2015, they were trying to obtain a live demo pump for the patient to wear in a fanny pack around her waist and then they would compare any motor stalls on the demo pump with the implanted pump to rule out any environmental factors. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012 product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Conclusion code no longer applicable.

Event description:
Additional information received reported that the patient had pump replacement (b)(67) 2015. It was noted to be "elective."